Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544250 hemolok xl clips 6/cart 84/box lot# 73m1800100, the samples were functionally inspected, and during the inspection issue reported "clip broke while ligating" was not observed in the current manufacturing process. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported or to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while ligating the structure and locking, the clip broke on the non-hook leg near the boss; not near the hinge. There was no patient injury.